Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
No new information

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 388928, lot# 0209798759, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: (B)(6) 2019,, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced a return of symptoms (constipation) and high impedance after implant.  It was noted that impedances were not checked after the implantable neurostimulator (ins) was implanted in the or on (B)(6) 2017.  After surgery, impedances were all out of range.  A revision of connections was done on (B)(6) 2017, and electrode 0 was still out of range.  On (B)(6) 2017, the consumer was back in clinic and the only combinations that were still good were c1, c2, and c3 without relief of constipation.  It was noted that a revision was done because most impedances were out of range, electrode 0 was out of range, and the consumer did not have symptom relief.  It was noted that the hcp was informed that if the screw was unscrewed too much, might not be able to screw it again.  The hcp was also instructed to stop screwing after hears one click, not 3-4 clicks.  Impedances were checked at implant in the or this time.  The hcp unscrewed the electrode but did not notice any particularity doing this.  The electrode was replaced and when connecting to the ins, the hcp was no longer able to screw.  The ins was replaced.  There were no further complications reported and/or anticipated. Additional information received reported that the patient was getting no relief of symptoms with the combinations they had. The cause of the high impedance was not determined but it was reported that the surgeon may be overtightening the screw. Relevant medical history includes idiopathic constipation. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Product ID: 388928, lot# 0209798759, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: neu_wrench_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.